Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, user was unable to access the refrigerator to the pyxis. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not opening. A field service engineer rebooted the station and manually powered the refrigerator off and back on. The customer recovered the issue. The customer verified and confirmed that the system was functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, user was unable to access the refrigerator to the pyxis. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.